Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred since protein of living body origin adhered to the subject device due to inadequate reprocessing.

Manufacturer narrative:
The subject device was returned to the olympus local service department. Olympus medical systems corp. (Omsc) will start evaluating the device. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the olympus local service department on july 5,2021, it was found that the following malfunction. - foreign materials adhered to the insertion tube and biopsy channel. They could not be removed even if the correct reprocess was performed due to the buckling of each channel or nozzle / the gap on the insertion section or the boot. - there was foreign material adhering to the lg lens (large). Foreign material could be removed. Other detailed information was not provided. There was no report of patient injury associated with the event.